Event description:
It was reported that the patient had encountered some pain around theft detectors at stores, but ¿not so much¿ on the current setting of 0+, 2+, 1-. It was noted that the patient had interstitial cystitis and was sensitive to security gates. Please refer to mfg. Report # 3004209178-2013-19925, as the patient had a similar experience in a waiting area near MRI rooms. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).